Event description:
The sales rep sent the handpiece to the service call center to have it checked. No patient consequence.

Manufacturer narrative:
H.3.: evaluation summary: the hp054 hand piece was returned with a loose mount and the coating was noted to be peeling off. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.